Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During the advancement of the xience alpine stent delivery system (sds), with the support of a guideliner, resistance was met between the sds and the guideliner and the stent was dislodged from the balloon. The dislodged stent was inflated using the sds balloon and removed from the anatomy inside the guideliner guide extension. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficult to position with the guide liner however the stent dislodgement appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.